Manufacturer narrative:
The technician found the brake linage bolt and nut was missing. The technician replaced the hardware to repair the stretcher.

Event description:
Information received indicates the foot end brake is not setting.